Manufacturer narrative:
No product was returned with complaint for investigation; therefore, the condition of the device is known and visual and dimensional evaluations could not be performed. The device history records review was performed and identified no deviations and/ or anomalies. The device is used for treatment. A product history search was conducted on the reported product part and lot number combination and found no additional complaints. Surgical notes were not provided for review; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. The nexgen cr, ps, cra, lps, and lcck packaging insert states, "do not use: any component if damage is found or caused during setup or insertion." A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not engage the tibial component during knee arthroplasty procedure.